Manufacturer narrative:
The full patient identifier for this report is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, height, ethnicity or race. The access progesterone reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. Although the customer's quality control was reported to be out of range at the time of the event, other system performance indicators such as calibration and system check were performing within specifications. There is insufficient evidence to reasonably suggest a reagent or hardware malfunction occurred in this event. In conclusion, the cause of this event cannot be determined with the information supplied.

Event description:
On (B)(6) the customer reported an erroneous elevated access progesterone result (part number 335550 and lot number 921789) was generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)) (patient result not provided). The erroneous elevated access progesterone result was reported out of the laboratory. The customer reported that due to the elevated progesterone result, the intrauterine insemination (iui) procedure scheduled for the patient was delayed (length of delay of procedure not provided). There was no further information provided regarding patient treatment or management. Although the customer reported their quality control level 2 was out of range at the time of the event, other system performance indicators such as system check and calibration were performing within specifications at the time of the event. There is insufficient information to reasonably suggest a malfunction; there was no report of systemic issues such as impact to other assays in connection with this event. Sample was collected in a becton dickinson (bd) 8 ml serum separator tube (sst) and was noted to be a clean sample. Customer stated sample was centrifuged for five minutes but did not provide centrifugation speed or temperature. No other sample processing information was provided.